Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product / ultrapromesh involved contributed to the adverse events described in the article (specifically: recurrent hernia, pain , small bowel obstruction). If yes, provide details of event and specific product type. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ultrapromesh?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic transabdominal inguinal hernia repair/tapp procedure on unknown date and the mesh was implanted. It was possible that the patient experienced early small bowel obstruction due to incarceration into an inadequately closed peritoneal flap and it was successfully treated with a laparoscopic approach. It was also possible that the patient experienced the medial recurrent hernia and underwent a re-operation by anterior approach. The patient was possibly experienced a mild pain three months after the initial procedure and was treated with oral paracetamol as required. It was also reported that the cause of the relapse was identified as an inadequate preparation of the borders of the peritoneal flap, particularly the medial one and an optimal preparation of the peritoneal borders should allow the mesh to lie smoothly on the inguinal area, especially medially. Additional information has been requested.